Event description:
The haptic of the lens bent in the delivery device and could not be used.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available.